Event description:
Pmi received an "in-process event summary" from distributor on 5/8/1998 but it did not give enough of a description of the event. Pmi received another "in-process event summay" from distributor on 6/8/1998 which stated: distributor received info that this pt's entire lead system was capped due to a rate sensing lead problem." All the leads were capped.